Manufacturer narrative:
The third party service agent evaluated the device and was unable to verify the reported issue. They tightened the battery pins as a precaution and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
The device has arrived for evaluation at a third party service agent. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was powering itself off. This reported loss of power was occurring with fully charged batteries. There was no patient use associated with the reported issue.